Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a blank display. The customer's blood glucose level was 149 mg/dl at the time of the incident. Customer received a failed battery test. The insulin pump had not been dropped or bumped. The insulin pump was not exposed to moisture. The customer stated the spring and battery compartment were neither damaged nor corroded. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube compartment noted.